Event description:
It was reported that the user received an alert 41 indicating an insulin shaft rewind error while the battery was full, restarted the ilet, and the alert persisted; the event is consistent with a failure to infuse and involved the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and findings consistent with a failure to infuse related to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.